Event description:
It was reported that a user experienced hyperglycemia while using an ilet with a prefilled fiasp pumpcart and observed insulin leakage within the cartridge chamber; the user performed a supply change following correct procedures and reported system alerts for high glucose. Symptoms included elevated blood glucose with a reported peak of 320 mg/dl over several hours without ketone testing, medical intervention, or assistance. Outcomes included transient disruption with continued monitoring and subsequent downward glucose trend without hospitalization or long-term impairment. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed that the cartridge was leaking and that the user¿s technique aligned with the prescribed steps. It was concluded that insulin delivery was compromised due to a leaking prefilled cartridge, contributing to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.